Event description:
Deltapaq platinum microcoil 5 mm x 10 cm ((B)(4)) stretched during manipulation of coil in microcatheter during case.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A deltapaq platinum microcoil 5 mm x 10 cm (dfs10051020/c12749) stretched during manipulation of coil in microcatheter during a case. No other detailed information regarding patient outcome, aneurysm location, target vessel characteristics, or concomitant devices was made available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the limited information provided, no corrective action is warranted at this time.